Manufacturer narrative:
Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. The hmii lvas instructions for use (IFU) list bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modification. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was told to report to the emergency department on (B)(6) 2017 after a recent blood draw revealed hemoglobin of 6.9. The patient denied overt blood loss. The patient had no hematuria, blood in stool (dark or bright), and no coughing or vomiting blood. The patient had dyspnea on exertion at 100 yards. The patient had weakness, tiredness, and fatigue over the previous 4 months which had been slowly progressing. The gastrointestinal consultations noted that the patient very likely had ongoing slow hemolysis versus occult gastrointestinal bleeding. The patient responded well to blood transfusion and iron supplementation. Given the very slow downtrend and recent negative endoscopic evaluations, the likelihood of finding anything on repeat endoscopy that would change the patient's current management was very low. The patient continued on 40 mg of proton pump inhibitors twice daily. The patient was transfused with 2 units of packed red blood cells. The patient's iron by mouth was uptitrated to three times per day. The patient was also given 2 doses of intravenous iron while hospitalized.